Event description:
It was reported to boston scientific corp on may 1st, 2009, a resolution clip device was used during a colonoscopy. According to the complainant, during the procedure, the clip would not release from the catheter. The clip had grasped tissue and the physician forcibly removed the clip. The physician completed the procedure with another resolution clip device. There was no serious injury reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental MDR will be filed.